Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed using the power up process. The reported issue was replicated, and the root cause of the issue was found to be the main board. As a result, the mainboard was replaced to solve the issue. The device was cleaned, greased, and calibrated. Other repairs were made, and the device passed all functional and delivery tests.

Event description:
It was reported that the pump wont power on. There was unknown patient involvement. Analysis of the device identified a faulty main board.